Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 131 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that the device kept on scrolling. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to flattened button dome switch and with corroded keypad traces. No button error alarm during our testing. No unexpected numbers scrolling during our testing. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case at the reservoir tube window corner, cracked reservoir tube window and broken battery tube threads.